Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms. A review of the event history log identified system error 345 messages. The cause was determined to be an out of specification upstream thermistor calibration reading. The ultrasonic sensor was replaced to correct this condition. A service history review identified that the device has been serviced within the last 12 months for the same issue of system error 345. Previous servicing confirmed the system error 345 and determined the cause to be an out of specification upstream thermistor calibration reading. The ultrasonic sensor was calibrated to resolve the issue. All service actions were completed during the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.